Event description:
Applicator broke while trying to put it in, was stuck [foreign body in reproductive tract]. Tried inserting it and it didn't go in properly [device deployment issue]. Tried inserting applicator, didn't go in properly [complication of device insertion]. Applicator broke [device breakage]. Consumer reported via social media that applicator would not insert properly and broke. Consumer attempted to remove and the applicator was stuck. No serious injury reported.